Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose level. Customer stated pump was alarming and auto suspend. Customer was treated with intravenous insulin drip. It was unknown that customer was using auto mode or not. The insulin pump will not be returned for analysis.